Manufacturer narrative:
The customer¿s report of smartsite needle-free valve leak, stick down, and blood in the smartsite body only confirmed blood inside the smartsite body. Visual inspection was performed on the smartsite to look for defects such as cracks, deformations, misassemblies. The smartsite was received with traces of blood inside the connector, between the valve's clear body and piston. No other anomalies were observed on the smartsite during visual inspection. The cause of fluid in the entrainment area/between the body housing and piston of the smartsite valve is due to the fluid being drawn/pulled into the area during activation of the piston as the movement of the piston carries the fluid downward into the area because of shear forces (capillary action) on the fluid to flow in narrow spaces and is a known functionality of the smartsite valve. The root cause of the blood inside of the smartsite is identified as fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston. This is due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "rn obtained blood for labs at 2100 previous night. Blood obtained and flushed appropriately per rn. At 0000, rn noted that blood had backed up into needleless connector, outside of blue springs of the needleless connector. Attempts at flushing blood failed. Rn changed needleless connector and tubing. Saved product. Reported to cns in am.

Manufacturer narrative:
The customer¿s report of a smartsite leak due to valve stick down was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and no leaks were observed from the smartsite or smartsite connections. The smartsite¿s female and male luer ports were measured and found to be within iso standards. The smartsite and lab extension set were loaded into a lab syringe pump module for an infusion test. The primary infusion was programmed at a rate of 10ml/h and 10ml vtbi. The infusion completed with no leaks observed. The root cause of the customer¿s report was not determined.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there was no additional event details provided.

Manufacturer narrative:
Additional information provided: b.5 & d.11.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "rn obtained blood for labs at 2100 previous night. Blood obtained and flushed appropriately per rn. At 0000, rn noted that blood had backed up into needleless connector, outside of blue springs of the needleless connector. Attempts at flushing blood failed. Rn changed needleless connector and tubing. Saved product. Reported to cns in am.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided. The event reportedly occurred in the pediatrics; therefore it is presumed the patient was a child.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there was no additional event details provided.